Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: carving of the nylon shaft. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after an unspecified procedure. The physician stated, "he did not have the device at the correct angle resulting in carving during advancing the thumb advancer". Hemostasis was achieved using manual compression. There were no reported adverse patient sequelae. Though requested, no additional information was available.